Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was oversensing noise. This caused episodes of inappropriate mode switch. The lead was capped and replaced during an upgrade procedure on (B)(6) 2020 to address the noise. The patient was asymptomatic and recovering post-procedure.